Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) were cracked. Therefore, the device couldn't enter the sheath and manual compression for 20 minutes was used for hemostasis. There was no reported patient injury. The physician was mynx certified. The device was stored and prepped according to the instructions for use (IFU) and no difficulty was noted during prep. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The device was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. No excess force was applied during insertion. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe and procedural sheath were not received for evaluation. The stopcock was observed opened, and the balloon was found fully deflated. Additionally, the sealant was found exposed from the sealant sleeves, which were observed to have been severely kinked/bent as received. No damages were found to the atraumatic wire distal tip. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no cracked conditions were observed on the returned device. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found exposed from the sealant sleeves due the severely kinked/bent condition of the sleeves observed. The device was inspected for damages/anomalies that may have contributed to the reported failure, and no cracked conditions were observed on the returned device. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracked conditions noted; however, a severely kinked/bent condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that excessive force was not applied during insertion), access site vessel characteristics (vessel was reported to have moderate tortuosity), and/or the condition of the sheath (although it was reported that the sheath did not have any kinks after removal, which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) were cracked. Therefore, the device couldn't enter the sheath and manual compression for 20 minutes was used for hemostasis. There was no reported patient injury. The physician was mynx certified. The device was stored and prepped according to the instructions for use (IFU) and no difficulty was noted during prep. The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The device was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves on product evaluation.